Event description:
The patient reported their blood glucose (bg) level reached 388 mg/dl, while wearing the pod between 25 and 36 hours. They administered a bolus of 4.9 units and noticed that the pod reportedly leaked insulin. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak was found on the unexposed portion of the soft cannula. An internal tear on the soft cannula, approximately 0.6340 inches from the nail head was observed. Due to the internal tear, the exposed portion of the soft cannula could not be tested for leaks. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.